Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that the batteries discharged. The system was being used during a procedure and performed a 3d scan successfully. Afterwards, the system displayed that the batteries discharged and there was no way to perform a different 3d scan. It was properly connected to the current. No further information was received. Additional information was received. It was reported that the issue occurred during a spinal fusion. Additionally, it was reported that the issue occurred during a control image acquisition to ensure navigation could be performed. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of half an hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000470, version #: 4.0.0. Product ID: bi71000162, serial/lot #: -. Product ID: bi71000163, serial/lot #: -. Product ID: bi71000615, serial/lot #: -. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000470, version #: 4.0.0. Product ID: bi71000162. Product ID: bi71000163, product ID: bi71000615. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that the batteries discharged. The system was being used during a procedure and performed a 3d scan successfully. Afterwards, the system displayed that the batteries discharged and there was no way to perform a different 3d scan. It was properly connected to the current. No further information was received. Additional information was received. It was reported that the issue occurred during a spinal fusion. Additionally, it was reported that the issue occurred during a control image acquisition to ensure navigation could be performed. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of half an hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A1-a5) patient information was unavailable from the site. H3) the manufacturer representative went to the site to test the imaging system. The mobile view station (mvs) batteries were replaced. Rad and fluoro calibration was performed along with invalidate home. System functions checked. The software team investigated the logs and found that this was not a software issue. It was due to a hardware issue. Software functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.